Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. Upon physical inspection, a defective air detector was found. This was determined to be a reportable issue. The air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a damaged air-in-line sensor. The investigation confirmed the customer¿s complaint, and a damaged air detector was identified. This issue was determined to be reportable. There was no patient involvement.